Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3002416487 indicting the manufacturer as invacare (B)(4). The correct manufacturer is c.t.m. Homecare products. The correct FDA registration number is (B)(4) for distributed product.

Event description:
Per provider the brakes stick together and makes the motor overheat.